Event description:
It was reported that patient complications occurred. The patient was not on prior regimen of aspirin (>= 72 hours) at the time of index procedure. A loading dose of 325 mg of aspirin and 600 mg of clopidogrel was given prior to index procedure. The 30 mm x 3.00 mm target lesion was located from the proximal left anterior descending artery (lad) to the mid lad. The target lesion was pre-treated using a 3.50 mm x 20 mm wolverine cutting balloon and 3.00 mm x 12 mm intravascular lithotripsy (ivl) balloon resulting in 30% residual stenosis and timi flow of 3. The target lesion was then successfully treated with a 3.50 mm x 38 mm synergy xd drug eluting stent resulting in 0% residual stenosis and timi flow of 3. Post-procedure, elevated cardiac enzymes were detected and the patient was diagnosed with myocardial infarction. The patient was discharged from the hospital with aspirin and clopidogrel.